Manufacturer narrative:
Upon receiving the returned product specimen, evaluation confirmed the device was received with the capsule fully open and the handle was intact. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. The nose cone was detached from the rest of the device. The detachment occurred on the inner member shaft, 1 mm from the catheter tip transition. A section of the inner member was visible within the catheter tip chamber. Voids were observed along the proximal end of the capsule. On rotating the device 180° voids were observed along the proximal end of the capsule. A kink was observed on the inner member shaft at the strain relief transitions.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via the left femoral access, the delivery catheter system (dcs) was introduced and delivery stopped in the left iliac artery. It was attempted to force the delivery catheter to navigate into the artery, however was unsuccessful and the system was retrieved from the patient. During retrieval, the nose cone detached from the dcs and was laying in the iliac of the patient. An 18 fr introducer sheath was introduced. The physician built a gooseneck snare using a catheter and a diagnostic guidewire with both ends of the guidewire on the same extremities of the catheter forming a noose on the other. A non-medtronic guidewire was introduced into the noose and the catheter was introduced in the left femoral. The nose cone was trapped and the noose was tightened by pulling the guidewire. The nose cone was captured into the introducer and removed from the patient. A new dcs was used to complete the procedure. It was reported the patient's artery was not calcified or tortuous. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The analysis confirmed the reported tip separation was caused by excessive forces, but suggests no device quality deficiency during the manufacture of the device that may have caused or contributed to this event. In this case, it was reported that advancement difficulties were experienced and the delivery catheter system (dcs) was rotated to "force" navigation through the patient's artery. Nosecone separation can be related to user technique and anatomical factors, in addition to intrinsic properties of the dcs. The observed capsule voids on the dcs received are consistent with delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The angiographic records were received and reviewed; the records confirm that the tip of the dcs did become detached in the left iliac artery. However, there are no cine films to confirm the twisting or attempted insertion of the dcs as the films reviewed start after the tip had become detached. It can also be confirmed that the tip was successfully removed with no harm to the patients left iliac artery. Therefore, it is likely that the tip detachment was related to dcs damage secondary to user technical factors (rotating dcs, excessive forces, interference with the sheath), in addition to patient anatomical effects; however, a conclusive cine imaging showing the detachment was not provided. The instructions for use (IFU) warn the user against forcing and rotating the catheter as follows: "do not rotate the catheter as it is advanced; rotating the handle does not rotate the capsule...caution: there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture)." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.